Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 548mg/dl. The customer stated that the night before he was throwing up and had diarrhea due to the food poisoning. The caller stated that his blood glucose was high and they could not bring them down. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.